Manufacturer narrative:
A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device was returned to newcastle university; no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod failed force testing. The rod was partially disassembled and the cage and rolling elements, keeper plate, and outer races are covered in debris. The outer casing, extending bar, magnet and one of the races of the thrust bearing are seized. It is unknown why the rod was removed. No additional information is available.